Manufacturer narrative:
Additional information will be added as it becomes available.

Event description:
(B)(4). (B)(6) dealer states both unit's chargers have failed and are not charging. No injury no further info.